Event description:
On (B)(6) 2013, it was reported that there were three lines going across the display of the patient's blood glucose monitor that could lead to misinterpretation of the values displayed on the device. The patient changed the batteries in the device, but the lines did not go away. The patient's mother continued to use the device, for an unspecified amount of time, even with the display being affected. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Iu confirmed the meter for display defect; two solid vertical lines appear at the left of the meter display screen. Iu observed that the location of the line on the display does not distort the result during the simulation test; therefore misinterpretation of bg result or bolus advice is not possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens correctly in the order of red, blue, green, and white with the solid line appearing in the middle of the screen running from top to bottom. Upon powering the meter on, without holding power button, the solid line appears on all screens and during performance testing.